Manufacturer narrative:
Concomitant product: addrl1 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that there was a lead warning for the right ventricular (rv) lead. Low impedance measurements were noted. It was also noted that a lead polarity switch had occurred. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.